Event description:
On (B)(6) 2022, information was received from an healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient receiving an unknown drug via an implantable pump. It was reported the pump was showing / eroding through the skin. There were no known environmental, external, or patient factors that may have led or contributed to the issue. No diagnostic / troubleshooting performed. The patient was referred to a neurosurgeon. Surgical intervention was planned. The issue was not resolved at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.